Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: locating pin and spring are disassembled from impactor. Internal threads of locating pin exhibits evidence of residue, indicating that epoxy appears to have been applied at the time of manufacture per the specification. There is also gouging damage near the slot for locating pin. Device history records indicate device manufactured to specification.

Event description:
It is reported that during surgery in 2007, the screw pin loosened. It was unnoticed during the surgery and remained intramedular in the femoral medullary cavity. The surgery was delayed a few minutes because the surgeon tried to remove the screw pin. Device remains implanted in the pt. It is unknown if a revision surgery will occur.